Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain (daily-progressively)"), menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain (daily)"), dyspareunia ("painful intercourse"), abdominal distension ("bloating") and dysmenorrhoea ("painful menstrual cycles (cramping became worse than usual menstrual cramping)") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rupture tendon and tendon repair (right ankle torn tendon) in (B)(6) 2009. Previously administered products included for birth control: birth control pills in 2005, nuvaring, birth control patch and paragard; for an unreported indication: ativan, imitrex, hydroxyzine, propranolol, trileptal, abilify, buspirone, xanax, lamictal and concerta. Past adverse reactions to the above products included drug ineffective with nuvaring; and vulvovaginal pain with paragard. Concurrent conditions included anxiety depression since 2008, attention deficit/hyperactivity disorder since 2008, post-traumatic stress disorder since 2008, cramp in lower abdomen, anxiety depression since 2016, attention deficit/hyperactivity disorder since 2016 and post-traumatic stress disorder since 2016. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), anxiety ("essure worsened a previously existing condition: anxiety"), depression ("essure worsened a previously existing condition: depression"), fatigue ("fatigue") and varicose veins pelvic ("varicose veins throughout her reproductive system"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and headache ("headaches"). The patient was treated with oral contraceptive nos, surgery (full hysterectomy (uterus and cervix removed) to remove the essure device). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the dyspareunia and varicose veins pelvic had resolved. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and fatigue had resolved, the menometrorrhagia, abdominal distension, menorrhagia, migraine and headache outcome was unknown, the dysmenorrhoea had not resolved and the anxiety and depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and varicose veins pelvic to be related to essure. The reporter commented: on or about (B)(6) 2015, her symptoms became increasingly severe, and her doctor performed a laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. X-ray - in (B)(6) 2008: complete blockage of tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information updated. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and headache added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain (daily-progressively)"), menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain (daily)"), dyspareunia ("painful intercourse"), abdominal distension ("bloating") and dysmenorrhoea ("painful menstrual cycles (cramping became worse than usual menstrual cramping)") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rupture tendon and tendon repair (right ankle torn tendon) in 2009. Previously administered products included for birth control: birth control pills in 2005, nuvaring, birth control patch and paragard; for an unreported indication: ativan, imitrex, hydroxyzine, propranolol, trileptal, abilify, buspirone, xanax, lamictal and concerta. Past adverse reactions to the above products included drug ineffective with nuvaring; and vulvovaginal pain with paragard. Concurrent conditions included anxiety depression since 2008, attention deficit/hyperactivity disorder since 2008, post-traumatic stress disorder since 2008, cramp in lower abdomen, anxiety depression since 2016, attention deficit/hyperactivity disorder since 2016 and post-traumatic stress disorder since 2016. In (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), anxiety ("essure worsened a previously existing condition: anxiety"), depression ("essure worsened a previously existing condition: depression"), fatigue ("fatigue") and varicose veins pelvic ("varicose veins throughout her reproductive system"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and migraine ("migraines / headaches"). The patient was treated with oral contraceptive nos, surgery (full hysterectomy (uterus and cervix removed) to remove the essure device), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the dyspareunia and varicose veins pelvic had resolved. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, abdominal pain lower and fatigue had resolved, the abdominal distension and migraine outcome was unknown, the dysmenorrhoea had not resolved and the anxiety and depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, migraine, pelvic pain and varicose veins pelvic to be related to essure. The reporter commented: on or about (B)(6) 2015, her symptoms became increasingly severe, and her doctor performed a laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. X-ray - on an unknown date: complete blockage of tubes. Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet (pfs) ¿ plaintiff¿s demographic data; historical drug (nuvaring, paragard, and birth control patch and pills); new events (abnormal bleeding (vaginal, menorrhagia), severe anxiety, depression, migraines / headaches, varicose veins throughout her reproductive system); onset date of event bloating (2015); outcome of adverse events pelvic pain, abdominal pain, cramping and painful intercourse (resolved); and exams (hysterosalpingogram and x-ray 4-6 weeks post placement). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain (daily-progressively)'), menometrorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), abdominal pain ('abdominal pain (daily)'), dyspareunia ('painful intercourse'), abdominal distension ('bloating') and dysmenorrhoea ('painful menstrual cycles (cramping became worse than usual menstrual cramping)') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tendon repair (right ankle torn tendon) in march 2009 and rupture tendon. Previously administered products included for birth control: birth control pills in 2005, birth control patch, paragard and nuvaring; for an unreported indication: ativan, imitrex, propranolol, trileptal, buspirone, abilify, concerta, xanax, lamictal and hydroxyzine. Past adverse reactions to the above products included drug ineffective with nuvaring; and vulvovaginal pain with paragard. Concurrent conditions included anxiety depression since 2016, attention deficit/hyperactivity disorder since 2016, post-traumatic stress disorder since 2016, anxiety depression since 2008, attention deficit/hyperactivity disorder since 2008, post-traumatic stress disorder since 2008 and cramp in lower abdomen. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), anxiety ("essure worsened a previously existing condition: anxiety"), depression ("essure worsened a previously existing condition: depression"), fatigue ("fatigue") and varicose veins pelvic ("varicose veins throughout her reproductive system"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and red blood cell abnormality ("red blood cells are too thick") and was found to have red blood cell count increased ("too many red blood cells") and blood iron increased ("high iron levels"). The patient was treated with oral contraceptive nos and surgery (laparoscopic robotic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2016. On (B)(6) 2016, the dyspareunia and varicose veins pelvic had resolved. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and fatigue had resolved, the menometrorrhagia, abdominal distension, menorrhagia, migraine and headache outcome was unknown, the dysmenorrhoea had not resolved and the anxiety and depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, blood iron increased, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, red blood cell abnormality, red blood cell count increased, vaginal haemorrhage and varicose veins pelvic to be related to essure. The reporter commented: on or about (B)(6) 2015, her symptoms became increasingly severe, and her doctor performed a laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. X-ray - in (B)(6) 2008: results: complete blockage of tubes. Most recent follow-up information incorporated above includes: on (B)(6)2020: new events ¿red blood cell count high¿, ¿red blood cell abnormality¿ and ¿iron high¿ were added. Reporter name and patient¿s initials were updated. On (B)(6)2020: live f\u process- mr received: reporter was added, consumer race was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramps"), abdominal distension ("bloating") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (full hysterectomy to remove the essure device ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, abdominal pain lower, abdominal distension and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: on or about (B)(6) 2015, her symptoms became increasingly severe, and her doctor performed a laparoscopy. Incident:no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.